Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "subject (B)(6) presented to the ed on (B)(6) 2017 with sharp chest pain. Cardiology was consulted and they determined that it was likely musculoskeletal in nature related to the CABG procedure that he had done at the time of the tmr. They did an EKG and nothing changed from the prior one. He was not admitted."

Manufacturer narrative:
According to the case report forms (crfs) and report, the patient presented to the ed (emergency department) on (B)(6) 2017 with sharp chest pain. Cardiology was consulted and they determined it was likely musculoskeletal in nature related to the CABG. An EKG was performed and showed no changes from the prior one. The manufacturing records were reviewed for handpiece ta-04094. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. This (B)(6) male patient underwent tmr + CABG via sternotomy with concomitant endovein harvest while on cardiopulmonary bypass on (B)(6) 2016. The patient¿s medical history was significant for a preoperative eg of 40%, diabetes, previous myocardial infarction (non-st segment elevation myocardial infarction/non q-wave within 2 weeks of tmr procedure), hypertension, hepatitis c, severe multi-vessel coronary artery disease with poor quality targets, and smoking.   The total procedure time was 225 minutes, with 76 minutes spent on cardiopulmonary bypass. A total of 37 tmr channels were placed in the following locations: 8 anterolateral, 8 posterolateral, 8 inferior and 13 anterior. Tmr was performed before the CABG procedure, in which 4 grafts were placed to the following target vessels (1 to each location): left internal mammary artery to left anterior descending artery (lad); saphenous vein graft to diagonal; saphenous vein graft to large intramyocardial ramus; saphenous vein graft to right posterior descending artery. The patient was discharged on (B)(6) 2017 (pod 6). According to medical records provided by the site, cardiology was consulted to evaluate the patient and a chest x-ray was performed which was unchanged from x-ray obtained on (B)(6) 2017 after the tmr +CABG procedure. The patient¿s chest pain was determined to be musculoskeletal pain associated with recent open heart surgery. The patient did not require admission and was discharged from the ed. Thirty-day follow-up was performed on (B)(6) 2017; the patient reported no angina. The cause of the patient¿s chest pain was determined to be musculoskeletal pain related the patient¿s recent sternotomy associated with open heart surgery, and is not likely related to the tmr procedure.

Event description:
According to the initial report, the patient presented to the hospital on (B)(6) 2017 with complaints of sharp chest pain. Cardiology was consulted and they determined that it was likely musculoskeletal in nature related to the CABG procedure performed at the time of the transmyocardial revascularization.